Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned with all components in pre-deployed position. Externally, there was no kink or damage observed to suggest that there was difficulty or resistance encountered while inserting the device into the artery. During the device analysis, the device was successfully backloaded over the proxy guide wire as intended. Therefore, based on the analysis of the returned device, the reported difficult device insertion and sheath kink could not be confirmed and a probable cause could not be determined. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that it was difficult to advance the proglide device in the access site and a kink occurred, followed by resistance during attempted suture placement in the right femoral artery using the perclose technique prior to a thoracic prosthesis implantation procedure. A second proglide device was used and was difficult to advance into the artery. The thoracic prosthesis implantation procedure was completed. Hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in procedure. The physician is reportedly established in the perclose technique for the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced, is filed under a separate medwatch MFR number.